Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 05-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml gablofen at 300mcg/day via an implantable infusion pump. It was reported that the patient's spasticity was increasing, they had difficulty keeping food down, and a severe headache when sitting upright or being in light. This issue began a few days prior to the report. The patient was sent to the emergency room and then admitted. It was determined that the patient had a cerebrospinal fluid leak. The patient had the distal portion of the catheter replaced. It was reported that the issue was resolved at the time of the report. The patients status was noted as "alive-with injury." No further complications were reported.